Event description:
Customer reports the buttons on his insulin pump are unresponsive and began to ramp. Customer states pump may have been exposed to moisture. Current blood glucose level is 314 mg/dl. Advised customer insulin pump will be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
Failure analysis states that insulin pump was received with intermittent button response due to moisture damage on keypad traces. No numbers ramping up noted. Unit had cracked display window corner, scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.